Manufacturer narrative:
Adverse event the marathon catheter was returned for analysis with a 1ml syringe attached to the hub. The total length of the catheter was measured to be 172.9 cm. The usable length of the catheter was measured to be within specification. In addition, onyx was found within syringe and catheter hub. The catheter body was found to be flattened at 47.2 cm and ruptured at 15.0 cm from the distal end of the catheter. An in-house 0.010¿ mandrel was inserted into the catheter distal lumen and became stuck at 7.7 cm from the distal end. No onyx was observed within the catheter distal lumen. Based on the device analysis the clinical observation was confirmed. There is no evidence suggesting that the onyx device was defective, but this was rather a procedure related event. The returned catheter was found to be flattened, ruptured and occluded with onyx. The catheter appeared to have ruptured due to over -pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Rupture of the catheter can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. However, the cause for the flattened catheter could not be determined. Per the marathon IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. Per the onyx IFU: when injecting onyx les, fluoroscopic visualization should reveal onyx les traveling through the catheter lumen. Adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result. Stop injection if onyx les is not visualized exiting catheter tip. If the catheter becomes occluded, over-pressurization can occur. During onyx les injection, continuously verify that onyx les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Stop injection if increased syringe resistance is felt. Increased injection force may be due to catheter occlusion. Continued injection into an occluded catheter will result in catheter rupture. Premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount. In addition, a review of lot history record for the marathon was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device will not been returned for analysis as it was consumed in the procedure; therefore the complaint could not be determined. Same event as reported in MDR MFR: 2029214-2016-00294.

Event description:
Medtronic received information from a physician that a microcatheter ruptured 25-30 cm from the distal tip during an onyx injection. It was reported by the physician that the patient was treated for a right visual cortex hemorrhage due to an arteriovenous malformation (avm) rupture. The avm was located in the right occipital lobe, grade iii, about 3.3 x 3.6 mm in diameter. During the procedure, the physician approached the nidus through distal posterior cerebral artery (pca) 3 pedicles. Onyx embolization through the two pedicles were performed successfully. The physician then used a new marathon in approaching the third pedicle. This catheter was prepared per the IFU and no kink or damage was observed prior to the procedure. The navigation of the catheter was unremarkable. The catheter was placed successfully in the intended medial inferior pedicle and the physician started flushing the catheter with 3-4 cc of saline. Subsequently, he flushed the catheter with the dmso. The physician then took a fresh onyx 34 from the shaker and injected the onyx through the catheter for about 90 seconds to displace the dmso. Only thumb pressure was used and no resistance was felt during injection. After about 0.05 ml of onyx injection, the physician did not see the onyx exiting the catheter tip, so the physician decided to remove the catheter. Upon removal, the physician observed the onyx in the patient's skull base area, significantly proximal to the treatment location. It was reported that the area past posterior inferior cerebellar artery (pica) was occluded by onyx. The MRI post procedure showed brainstem infarction and a non diffuse proximal pons infarct. Heparin drip was continued until 24 hour post procedure. The physician also reported delayed neurological deterioration and progressively getting worse. Additionally, the infarction was also found in the contralateral area. The patient is gradually recovering and currently is able to move his eyes and have sensation in his arms and legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.